Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the proximal end of the anchor cracked and wouldn't advance any further. We removed the inserter and used mole grips to rotate anchor anticlockwise to back it out. At this point the proximal end of the anchor, snapped off. The remaining part of the anchor has stayed in the patient's bone and the surgeon suggested it was a solid hold. Repair was completed successfully but the anchor not inserting and breaking caused approximately a 3-4 minute delay.